Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call loose drive support cap. Customer's blood glucose level was 145 mg/dl. Customer advised that the drive support cap appears to be damage, sticking out and cracked. Customer advised they are not sure how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked end cap. The drive support was inspected and no anomalies were noted. The pump was received with a missing end cap sticker, a cracked case at the display window corners, and minor scratches on the lcd window.